Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure, withdrawal resistance and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified proximal right coronary artery (rca). The physician tried to direct-stent the 4.00x20mm liberte bare monorail coronary stent delivery system (sds); however, the sds was unable to cross the shoulder area of the rca. The physician attempted to withdraw the sds from the patient to pre dilate the lesion but the sds was unable to be pulled into the guide catheter. The physician then removed the entire system as one unit and it was noticed that the liberte stent was flared. The procedure was completed with a different device with no patient complications reported. The patient's current condition is listed as "good".